Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the pulse generator in backup operation with product code intact. After device download, normal function ensued. Backup operation did not recur during the entire performance test.

Event description:
It was reported that the pulse generator went into backup operation during an atrial lead repositioning procedure. The device was explanted and replaced.